Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device was unable to deliver insulin. Customer's blood glucose was 600 mg/dl. Device alarmed a no delivery alarm during bolus. Alarm was resolved by a set change. Customer was advised to monitor the device. Customer will not be returning the device for analysis.